Event description:
Reporter indicated that the vns programming system "fails to interrogate a generator". The site tried using the programming wand with a different handheld and it worked properly. A replacement handheld was given to the site. The handheld and flashcard were returned to MFR. Product analysis of the handheld and flashcard were completed and no anomalies were noted.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.